Event description:
It was reported that the patient presented to the hospital due to -atrial lead not working-. A chest x-ray revealed that the lead had perforated the patient. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.